Manufacturer narrative:
Age at time of event: 40's. (B)(4).

Event description:
It was reported that balloon rupture occurred. The more than 50% stenosed target lesion was located in the iliac vein. An 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilation. However, the balloon material broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The more than 50% stenosed target lesion was located in the iliac vein. An 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilation. However, the balloon material broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Upn: search corrected from m001145570 - xxl/18-4/5.8/75 - 14-557 to m001145540 - xxl/16-6/5.8/75 - 14-554. Upn corrected from m001145570 to m001145540. Catalog/model # corrected from 14-557 to 14-554. Device lot number corrected from 0021587364 to 0021610661. Device expiration date corrected from 01/08/2021 to 01/14/2021. Device manufactured date corrected from 01/09/2018 to 01/15/2018.   Device evaluated by MFR.: this complaint is against device xxl/18-4/5.8/75 batch number 21587364. The device that was received for this complaint was an xxl/18-4/5.8/75, batch number 21610661. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately at the centre of the distal makerband and extending approximately 2mm distally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified a severe kink on the shaft of the device located approximately 90mm proximal of the proximal balloon bond. No issues were identified with the tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. This xxl balloon was used in a venous setting, however it is intended for use in the esophagus. The directions for use states: ''the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus." (B)(4).